Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the device has a treatment button failure. There was reportedly no patient involvement.